Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid leak. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100229397. Model/catalog description: reservoir 65 ml pc/iz. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.